Event description:
Physician noted that on two occasions, months after metallic stent was placed, patients each developed an arterio ureteral fistulas on side in which the stent was implanted. Surgeon stated he had never seen these conditions before until the placement of these two metallic stents. Condition was life threatening. Believed that the metal stent under extrinsic compression caused arterio ureteral fistula. Stop the bleeding of the arterio ureteral fistula. Adverse effects reported, stop the bleeding of the arterio ureteral fistula.

Manufacturer narrative:
The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. The information provided confirmed the device was a resonance metallic stent, however, the actual rpn and lot number of the device involved in this complaint was not provided. Therefore, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The part # and lot # of the device is unknown, therefore, it is not possible to review the manufacturing records or to conduct a sample test. Resonance devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. It is recommended in the instructions for use that "individual variations of interaction between stents and the urinary system are unpredictable." A caution in the instructions for use indicate that "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures." The instructions for use indicate that "patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage." No corrective action is warranted at the time, however customer quality assurance will continue to monitor for emerging complaint trends.